Event description:
During the first five minutes of therapy, pt began to complain of shortness of breath and chest pain. Pressure of system was still low at time of event. Pt was anxious about the therapy. Covering physician was not familiar with the therapy so ambulance was called. Nitro was administered in ambulance and chest pain was resolved before getting to ER. Pt was admitted with chest pain overnight for observation and discharged following day. No procedures were performed, no further action was taken.